Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated that the atrial and ventricular rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated cardiac compass data was missing/invalid. Analysis of the device memory indicated that the atrial and ventricular rate histogram data was missing/invalid. Analysis of the device memory indicated the battery measurement was not available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a remote transmission indicated that a second power on reset (por) occurred. The pacing mode was unchanged but the histograms were affected and report showed "invalid cardiac compass". In addition, the battery voltage was not available. The patient will be brought into the clinic to have the por cleared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed a power on reset (por) had occurred on the implantable pulse generator (ipg). The patient was brought into the clinic and the por was cleared and the device appeared to be functioning properly. The ipg remains in use. No patient complications have been reported as a result of this event.